Manufacturer narrative:
The reported symptom of fluid leaking was not confirmed with testing. Review of cycler "alarm history" and identify the "alarm unknown". The "alarm history" indicated "hb" - make sure the heater bag is on the heater tray and the line is not damaged. The reported symptom of "alarm unknown" was not confirmed with testing. Per the peritoneal dialysis nurse pt did not report event, and pt did not develop any problems or infections after the leak. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
Pt contacted fresenius tech support because of repeated alarms (does not recall specific alarms) throughout pts treatment. In response she bypassed to the complete mode and discovered a fluid leak in the cassette compartment. No reports of cracks or tears in the cassette or tubing. Pt continues on continuous cycling peritoneal dialysis using a replacement cycler.